Event description:
It was reported that after performing a backwards somersault, the patient felt a surge and then experienced an increase in symptoms. The patient had to increase the stimulation in order to feel it. Her recharging intervals were also shorter. The patient was referred to her physician. Additional information was requested.

Manufacturer narrative:
Connector: model 8591-38, lot# d12890, implanted: 2011 (B)(6), explanted: na. Lead: model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4). Adaptor: model 37092, lot# 291510002, serial# implanted: 2011 (B)(6), explanted: na. (B)(4).